Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular lower abdominal run-off/crossover angioplasty procedure, the catheter tip detached within the patient's right lower leg. The physician had acquired left retrograde femoral artery access with a 6f sheath and had negotiated the patient's right ilio-femoral conduit via crossover technique with a guidewire and a 5f performa im catheter. During catheter manipulations otw, under fluoroscopy within the patient's right peripheral vascular system, the catheter tip detached. The physician retrieved the foreign body with a vascular snare device successfully externalizing the foreign body and liberating the vessel.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.